Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, the suggested event most likely occurred due a leak on the electrical connector pin. Olympus will continue to monitor field performance for this device. Updated fields: d9, g3, g6, h2, h3, h4, h6, h11.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited flickering image during colonoscopy procedure. There were no reports of patient harm.